Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. The device evaluation confirmed the #8 and #9 keys to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #8 key will occur following the selected key's function (e.g. Numerically: when the #1 key is pressed, 18 will be displayed, alphabetically: when the "abc" key is pressed, av will be displayed interfering with mdl drug searching opportunities). The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue. (B)(4).

Event description:
It was reported that a spectrum pump had a keypad that doesn't work, which was clarified during baxter's evaluation as a repeated/duplicate keypad output. It was also reported there was no patient injury.